Event description:
It was reported the patient fell within a month of being implanted. The patient went to their doctor because they were concerned about the implantable neurostimulator (ins). It was stated that ¿since then, the ability for it to work seemed to deteriorate.¿ the patient felt stimulation, tried different programs and settings, but finally turned the ins off a couple months prior. It was noted that sometimes stimulation was ¿annoying.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v621114, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).